Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was received from health canada's canada vigilance program which states, "alaris pump declared loudly battery discharged" and stopped all the infusions including epinephrine running at 0.1mcg/kg/minute aka 8mls an hour causing sbps to drop 45 points." There was patient involvement. The reporter selected imdr codes e2321 - low blood pressure/hypotension and f23 - unexpected medical intervention.

Event description:
A report was received from health canada's canada vigilance program which states, "alaris pump declared loudly battery discharged" and stopped all the infusions including epinephrine running at 0.1mcg/kg/minute aka 8mls an hour causing sbps to drop 45 points." There was patient involvement. The reporter selected imdr codes e2321 - low blood pressure/hypotension and f23 - unexpected medical intervention.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. The root cause for the reported issue was not determined because no products or device logs were returned for investigation.